Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient got zapped every time they turned stimulation on or off. The cause of the issue was not determined. The patient was going to follow up with their health care provider. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were reported.